Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that there was guidewire coating on the distal conductor of the lead and it was obstructed. Visual analysis of the lead indicated damage at implant. The analyst noted that the competitor guidewire coating buckling at the lead tip causing guidewire to be stuck. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the physician created a kinked/knotted wire inside the lead. The physician was then unable to advance or remove the wire from inside the lead. The lead was removed from the body and a new lead was implanted. No patient complications have been reported as a result of this event.